Event description:
Event description boston scientific crm received information that the patient with this pacemaker alleged the 'battery failed'. The pacemaker was explanted and replaced with a non-guidant device. This device was in service for 5.58 years, and did not exceed minimum longevity at nominals of 6.0 years. There were no advisories on this device. No adverse patient effects were reported.